Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 12mm emerge balloon catheter was advanced to dilate the lesion. However, after the lesion was sufficiently dilated, the balloon ruptured. The device was removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was good.